Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported malfunction could not be reproduced. A field service engineer confirmed that no errors were displayed on the station. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a drawer failure. The customer tried to recover the drawer by rebooting the station, but the issue still persists. This hindered users from accessing the medication, and there was no delay or harm. There were no adverse events or injuries reported based on this event.